Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if issue returned, and customer acknowledged these instructions.